Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is not confirmed. The returned device was assembled with an ar-6411/ar-6421, and ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. Inflow testing was performed and worked as required. No problem found. Visual evaluation did not find any issues with the device. The review of complaint records for serial number (B)(6) shows that the device has one previous complaint. The original warranty seal was present and completed. The device was manufactured on 2020-07-18. No problem found. Refer to investigation photos. Complaint is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery if the pump speed is increased the pump is starting to "work really hard". There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Further information was provided that the inflow increased.